Manufacturer narrative:
Patient age not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the registration was 1.3, but when verifying registration, the probe was 5 mm laterally inaccurate from where it was actually touching. It was suggested that touch points be added to decrease the registration number and increase accuracy. Once the points were added, the medial line was accurate, but the registration number was 3.1. The surgeon liked the accuracy and proceeded with the case. The medtronic representative stated that the stingray was not moved. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.